Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "complete rupture", "free silicone", "silicone extending superiorly and up into the old transaxillary passageway and toward the anterior shoulder" and capsular contracture baker grade unknown. This record is for the right side. Device was explanted and replaced. Device will be returned. Patient underwent capsulectomy.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-07013 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "complete rupture", "free silicone", "silicone extending superiorly and up into the old transaxillary passageway and toward the anterior shoulder" and capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "complete rupture", "free silicone", "silicone extending superiorly and up into the old transaxillary passageway and toward the anterior shoulder" and capsular contracture baker grade unknown. Later healthcare professional reported "complete rupture". This record is for the right side. Device was explanted and replaced. Device was returned. Patient underwent capsulectomy.